Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint. Performance testing could not reproduce the reported complaint. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device had a red screen during testing. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device had a red screen during testing. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The investigation results and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).